Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead triggered a warning for impedance, and polarity switch occurred on the date of implant. It was suspected that the leads may have been reversed in the header as ventricular tachycardia (vt) monitored episodes showed morphology that appeared to be atrial events on the right ventricular (rv) lead and r-waves on the atrial lead. Leads were possibly corrected as the current measurements and sensing/morphology appeared appropriate and within the expected range. No further information could be obtained through follow-up with the clinic. The leads remain in use. No further patient complications have been reported as a result of this event.